Event description:
Canadian facility reported that ten minutes after hook up for dialysis treatment, the pt suffered cardiac arrest. Reportedly, CPR was performed and pt was then transferred by the rescue team. At the time of transfer, the pt had a heard beat and slowly regained conscienceness. The sample is not available for evaluation.